Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, constant air in line alarms, which were not reproduced but confirmed during a review of the device event history log. Evaluation found cracks on the upstream sensor flex tail pin. The failed upstream sensor was replaced. Additional information: crack.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.